Manufacturer narrative:
(B)(4).

Event description:
See also manufacturer report # 3004209178201105943. It was reported that the patient suffered cardiac arrest and an external defibrillation device was used on the patient. The electrocardiogram equipment showed invalid readings and the device was "jumping" every five seconds. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.